Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Office did not want to return the bottle as they did not believe it was a product problem. The directions states, "the product may irritate the eyes." Msds lists under exposure controls the use of safety glasses. The device was intended for use on tooth surfaces and the user may have accidentally flipped some of the material into the pt's eye.